Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for two days for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On the same day as onset, the patient was admitted to the hospital. The cause of the peritonitis event was ¿patient contamination.¿ on an unreported date, during hospitalization, the patient began treatment for the peritonitis with vancomycin, which continued after discharge. The patient received vancomycin, (ip) intraperitoneally (2grams, 2 doses were given 5 days apart). On an unreported date, the patient was also treated for the peritonitis with cefepime (ip, 1000 milligrams for 14 days). At the time of this report, the patient was recovered from the peritonitis event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.